Event description:
It was reported that the target lesions were located in the posterior descending septal branch (pd) with no tortuosity, heavy calcification and 75% stenosis and in the postero-lateral branch (pl) with no tortuosity, mild calcification and 75% stenosis. The 2.0 x 12 mm nc trek was advanced to the lesion in the pd without resistance. During the first inflation at 18 atmospheres (atm) for 20 seconds, the balloon ruptured. No adverse patient effects were reported. An unspecified balloon catheter was advanced to the lesion, but it also ruptured; therefore the treatment for the pd was aborted. Then, after pre-dilatation of the pl lesion was performed with a non-abbott balloon catheter, a 2.5 x 15 mm xience xpedition stent was implanted. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough nc,runthrough hc; guide cath: taiga. Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.